Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that the bending was due to forces applied during the surgery. Further analysis of the lead revealed damages at the silicone sealing of the is-1 connector pin and cuts in the insulation. These damages most likely occurred during the surgery. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Both leads dislodged; one right after implant and the other two days later. There were no adverse patient side effects reported and the hospital has retained the leads.